Event description:
The complaint received states that the cashmere 6x15 (crc14061530/g13790) was prematurely deployed in the target site. The procedure was the coil embolization of an unspecified aneurysm at the patient¿s pancreaticoduodenal artery that was moderately tortuous and heavily calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified excelsior 1018 (stryker, type unknown) was used for the above procedure. Femoral approach was taken for the procedure. When the complained coil was delivered to the target aneurysm, the physician made several attempts to proceed to the embolization. However, it was difficult to properly position the coil inside the aneurysm. In order to position the coil, the physician was placing the coil in and out from the aneurysm. While doing so, the coil was accidentally detached from the delivery system. The coil was already successfully positioned in the aneurysm, and the procedure was successfully completed without further issues or delay. There was also no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. Only the delivery system was recovered and will be returned for the evaluation. No additional information is available. There was also no patient injury/complications reported.

Manufacturer narrative:
The complaint received states that the cashmere 6x15 (crc14061530/g13790) was prematurely deployed in the target site. The procedure was the coil embolization of an unspecified aneurysm at the patient¿s pancreaticoduodenal artery that was moderately tortuous and heavily calcified. The patient was a male of unknown dob and weight. It was reported that an unspecified excelsior 1018 (stryker, type unknown) was used for the above procedure. Femoral approach was taken for the procedure. When the complained coil was delivered to the target aneurysm, the physician made several attempts to proceed to the embolization. However, it was difficult to properly position the coil inside the aneurysm. In order to position the coil, the physician was placing the coil in and out from the aneurysm. While doing so, the coil was accidentally detached from the delivery system. The coil was already successfully positioned in the aneurysm, and the procedure was successfully completed without further issues or delay. There was also no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. Only the delivery system was recovered and will be returned for the evaluation. No additional information is available. There was also no patient injury/complications reported. The coil was implanted and not returned. The resheathing tool was returned severed into two pieces. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. While the exact circumstances that produced the tools fracture cannot be determined it may be related to the unsheathing difficulty when the sheath became embedded inside the v notch of the tool. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with a portion of the sheath protruding through the fracture. The locking mechanism has compression and stretching damage. The most likely primary contributing factor to the premature and unintended detachment of the coil inside the aneurysm may have occurred during the repositioning of the coil inside the aneurysm. The coil may have become anchored on itself, the coils already dwelling inside the aneurysm (if previously placed), or on the distal tip of the microcatheter. The anchored coil most likely detached when it was being retracted for repositioning. In addition, without the return of the excelsior 1018 microcatheter and the implanted coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A secondary contributing factor to the coils premature and unintended detachment inside the aneurysm may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the detachment fiber to loose tension. This loss of fiber tension (stretching) may have finally contributed to the coils premature detachment when it was anchored inside the aneurysm and was being retracted for repositioning causing the unintended detachment. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported complaint was confirmed on analysis along with other noted damages. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. The root cause of the events could not be confirmed; however, procedural and handling issue may have contributed to the confirmed events.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.